Event description:
The needle-protection device and needle were attached to a prefilled insulin cartridge in a carpuject device. After insulin administration, the clinician grasped the needle-pro device while unscrewing the carpuject to release the cartridge and the needle allegedly came out of the needle protection device and stuck the clinician in the finger.